Event description:
Customer reported a malfunction with the code malf 12, but no notable events occurred prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised that they may continue using the pump and to call back if any issues reoccur, which the customer understood and acknowledged.